Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact due to the customer's blood glucose level. During troubleshooting with tandem technical support (cts), the customer reported that the pump successfully began charging after leaving the pump plugged into a power source for at least 30 minutes. Reportedly, the customer continued using the pump for insulin therapy. Reportedly, the customer had an alternate method of insulin delivery.